Manufacturer narrative:
Investigation summary: a complaint of component damage was received from the customer. One sample and photo was returned for investigation. Through visual inspection the customer complaint was verified. A small pinched hole and a large kink was found on the tubing near the roller clamp. A device history record review for model ms3500-15 lot number 20063454 was performed. The search showed that a total of 25,203 units in 1 lot number was built on 20jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this failure is a misalignment error of gliders used during the assembly process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: one sample was returned for investigation. Through visual inspection a small pinched hole could be seen on the tubing (p/n: 660132). A large kink was also noticed on the tubing near the roller clamp. The root cause for this failure is a misalignment error of gliders used during the assembly process.

Event description:
It was reported that 2 36 in 15 drop secondary set w/hgr experienced defective/damaged tubing and leakage. The following information was provided by the initial reporter: material #: ms3500-15. Batch/ lot #: 20063454. The medsurg unit experienced 2 of these tubes with the same exact issue. Once picture shows the hole and the other is the product with the lot number on the bottom.